Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open radical gastrectomy, the device did not cut the tissue. After replacing the reload, handle worked fine. There was no patient injury.

Manufacturer narrative:
Correction was found on (B)(6) 2019, complaint determination, codes and reportability decision were incorrect. Pli20 is not a complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open radical gastrectomy, the device did not cut the tissue. There was no patient injury.